Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 29mm mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to regurgitation. Patient presented with nyha class iii symptoms. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. No further information has been provided.

Manufacturer narrative:
Added information to a1, a2, a3, b5, b7, d1, d4, d6. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 29mm 6900p mitral valve implanted 19 years, 11 months, underwent a valve-in-valve procedure due to regurgitation. Patient presented with nyha class iii symptoms. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve.